Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device constantly restarted automatically. There was no reported patient involvement or harm.

Manufacturer narrative:
A1: updated. D4 and d8: updated. D9 - date returned to MFR: 01-jun-2026. H3, h4 and h6 codes: updated. The suspected device was returned for evaluation, and the event history log revealed error code 41100 (system fault). A review of the past 12 months showed no prior service history. Visual inspection and functional testing confirmed that the pump shuts down unexpectedly due to a defective main board. The reported issue was verified, and the root cause was identified as a faulty main board.